Manufacturer narrative:
The device evaluation has been completed and section h codes have been updated to reflect this. Additional information regarding the alleged injury has been provided by the user facility and updated under section b5.

Event description:
It was reported that a patient sustained a pressure injury while using the isotour surface in the ICU. The user facility stated that all turning and injury prevention protocols were followed; however, due to the patient's skin condition and braden scores they were at risk for developing a pressure injury before being placed on the isotour surface. There are a number of different factors that contribute to pressure injuries, such as nutrition, skin condition, moisture and pressure injury treatment protocol. Given that all factors that are within stryker¿s control were evaluated and found to be operating as intended, it was determined that there were no defects found with the isotour surface that would have potentially caused or contributed to the alleged pressure injuries.

Event description:
It was reported that the patient has deep tissue sheering of the dermis and subcutaneous tissue. The user facility feels that the surface grips at the shoulders and pushes the patient down into the surface. Additional information regarding the pressure injury has been requested from the customer.